Manufacturer narrative:
The customer stated that the incident was not caused by any of bwi equipment. Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed. Ez steer ds bi-directional (product discarded/not returned for investigation). Model# d-1267-05-s, lot# unk. (B) (4).

Event description:
It was reported that during a procedure, a tamponade occurred. Ablation was performed on multiple areas of the pt's heart. It was mentioned that the pt had a cyst where the cyst caused perforation/tamponade. Periocardiocentesis was performed. However, it was unsuccessful, pt had swelling of the left upper extremity. Prior to the procedure, pt had thrombi. Post procedure, stated that the pt had dvt (deep venous thrombosis). Pt was put on a ventilator, and was monitored while under coumadin 3 days prior to discharge. Pt was hemodynamically stable, hemoglobin was fine, then he was discharged on (B) (6) 2010.